Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that atrial fibrillation was detected on an electrocardiogram. It was further reported that during the case, all pulmonary vein (pv) ablations and non-pv ablations were reported to be successful using the pulse select catheter. Months later, an electrical cardioversion was performed to treat the atrial fibrillation, after which the heart rhythm returned to sinus rhythm. The patient is a participant in a clinical study. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.